Event description:
During a ge healthcare investigation of a report that t1 weighted cube images were flipped horizontally when these images were reformatted (MDR 2183553-2012-00014), it was found this could also occur in the 1.5t and 3.0t signa hdx mr scanner. The orientation markers do not flip with the image. T1 weighted images are commonly used for tumor detection or delineation in conjunction with a contrast agent. Certain pathology would only be apparent on this sequences. This event did not result in a misdiagnosis or pt injury. As the brain anatomy is symmetrical a flip may not be obvious to the caregiver and has a potential of a misdiagnosis or mistreatment. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
This malfunction was not reported for a specific system but it was identified during a ge healthcare (gehc) investigation so device serial number is not applicable (n/a). Initial reporter info is not applicable as this was reported during a ge healthcare (gehc) investigation. This malfunction was not reported for a specific system but it was identified during a ge healthcare (gehc) investigation so device manufacturing date is not applicable (n/a).